Manufacturer narrative:
(B)(4). The analysis results found that the sr75 cartridge was received fully loaded and the swing tab was noted to be broken, making the reload nonfunctional. No functional test was performed. Although no conclusion could be reach on what caused the swing tab to become broken, it is possible that the reload was not properly loaded into the device, causing the damage to the swing tab and not allowing the device to fire. It should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an open colectomy, the device could not be fired at the 2nd firing on the colon. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that there was a possibility the cartridge had not been loaded properly by a nurse. The sr75 will be returning. The ntlc75 was discarded.